Event description:
Information received regarding the explanted device does not address the patient's clinical status but notes exit block and rising thresholds. After the lead was explanted, damage to the insulation was found at 7.0 cm from the connector tip.